Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing, which was caused by post paced t wave oversensing via merlin@home transmission. Programming change was made. The patient was stable.